Manufacturer narrative:
Exemption number: 1997036. Total number of events being summarized: 17,176. Internal reference number for the representative report: (B)(4). The investigation of the adverse events summarized in this report did not conclude any product problem with the affected devices. The events summarized are known inherent risks of the device, which are identified in the risk assessment and are included in the instructions for use. Trending analysis performed for each of the events confirmed that the failure rates are below the acceptance criteria based on scientific literature. No remedial action was therefore necessary [asr q3 2018].

Event description:
This report summarizes <noe> 17,176 </noe> reported events. It includes known events such as failure to osseointegrate, loss of osseointegration and late fractures of an endosseous dental implant. The age range of the included events is: 16 to 99 years (average: 59 years). The gender breakdown is: 8,640 male, 7,902 female and 634 unknown.